Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's non-boston scientific right ventricular (rv) lead had impedance measurements greater than 2500 ohms. It was reported that the proximal portion of the lead was experiencing the out of range measurements, but the distal portion was not. The patient was brought into the clinic for further evaluation and it was found that impedances were normal when checked. The pacemaker and non-boston scientific lead remain in service and it was reported that no interventions were planned. No adverse patient effects were reported.